Manufacturer narrative:
H6: investigation summary. Bd received 1 samples and 3 photos from the customer for investigation. The photos were reviewed and the indicated failure mode for cracked tube with the incident lot was observed. Additionally, customer samples along with 50 retention samples from bd inventory, were evaluated by visual examination and the issue of cracked tube was observed in the returned samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported the bd microtainer® tubes with k2e (k2edta) experienced a cracked tube. The following information was provided by the initial reporter: translated to english. The customer stated: the gate (bottom) of a tube was damaged (deformed)."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd microtainer(r) tubes with k2e (k2edta) experienced a cracked tube. The following information was provided by the initial reporter: translated to english. The customer stated: the gate (bottom) of a tube was damaged (deformed)."